Event description:
Additional information received, from the manufacturer¿s representative (rep). Reported, the cause of the elevated impedances wasn¿t determined.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2016, product type: extension, product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2016, product type: extension, product ID: b35200, serial#: (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had battery replacement today due to a depleted battery and elevated impedances were noted on contact 3 of the right lead and 8 and 10 on the left lead. Extensions were cleaned and re-inserted and battery ports were swapped to find that elevated impedances followed the extension wire, regardless of battery port. The elevated impedances resolved. No symptoms were reported.